Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Device stryker screw.

Manufacturer narrative:
Evaluation summary: evaluation summary: the reported malfunction could be confirmed., however since the device was not returned to the manufacturer for investigation, no device analysis was conducted and no device failure could be confirmed. Based on currently available information, additional documentation received (x-rays) and as per clinical expert statement device unrelated clinical/surgical deviation (¿ too much proximal skin incision and the lag screw placed outside the femoral neck¿) was determined to be the root cause. Moreover the patient was implanted on (B)(6) 2014 with a stryker omega 4 and re-implanted on (B)(6) 2014 with a gamma nail. So far patient mis-selection criteria could not be excluded.

Event description:
The patient was implanted with the stryker omega 4-hole plate on (B)(6) 2014. It was determined that there was implant dislocation - screw protrusion so the implant was removed on (B)(6) 2014 and a gamma3 im nail was implanted.

Event description:
The patient was implanted with the stryker omega 4-hole plate on (B)(6) 2014. It was determined that there was implant dislocation - screw protrusion, so the implant was removed on (B)(6) 2014 and a gamma3 im nail was implanted.